Event description:
It is reported that the patient was revised due to the tibial component loosening.

Manufacturer narrative:
The tibia plate, articular surface, and femoral component were returned for review. No x-rays were provided for review. The femoral component was returned with bone cement/bone in all the cement pockets of the device. The articular surface exhibits pitting on the condyles and rotational striations on the inferior side. The tibia plate exhibits similar rotational striations on the proximal side. The inferior side of the tibia plate has over 50% of the pmma applied at the time of manufacture still intact. In general, if pmma is still intact on the inferior side of the tibia plate, this may be due to inadequate cement being applied or the cement not being applied during the appropriate curing phase of the cement. While a cause for this specific clinical event cannot be ascertained from the information provided, probable contributors are the high bmi and the cement application. Zimmer has initiated a CAPA to investigate all potential contributors. Device history records indicate all components were manufactured, inspected, and packaged to specification.